Event description:
Reprocessed harmonic opened - tested ok. However, did not function properly on the patient. Test performed but had to be retested as it would not hold testing. Also hesitated during use. No patient harm - another instrument opened and used without incident. Dr (B) (6) lap chole/liver biopsy.